Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer reverted the software to 2.10 to address the reported problem. The customer declined to provide patient information. No further information provided.